Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor visson valve was chosen for implant using a large felxnav delivery system. During procedure, a pre-dilatation was performed with a 18mm non-abbott balloon. The valve depth at 80% was approximately 0 to -1 and the depth at release prior to migration was approximately 0 to -1. The valve was successfully implanted with zero gradient and no perivalvular leak (pvl). Few hours after the procedure, patient started experiencing symptoms like chest pain and trouble breathing and was sent back to the cardiac catheterization (cath) lab. They reassessed the valve, gradient was zero and no pvl and effusion was noted. The patient was seen to have suspected coronary obstruction and underwent bypass grafts. After that it was reported that the patient passed away. The physician mentioned the cause of death was complications post bypass and clotting issue.

Manufacturer narrative:
An event patient effects of obstruction/occlusion, angina, dyspnea, and death was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the root cause of the reported obstruction/occlusion, angina, and dyspnea could not be determined. The reported death appears to be related to procedural conditions (complications post bypass and clotting issue). The reported surgical intervention was as a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 27mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, a pre-dilatation was performed with a 18mm non-abbott balloon. The valve depth at 80% was approximately 0 to -1mm and the depth at release prior to migration was approximately 0 to -1mm. The valve was successfully implanted with zero gradient and no perivalvular leak (pvl). Few hours after the procedure, patient started experiencing symptoms like chest pain and trouble breathing and was sent back to the cardiac catheterization (cath) lab. They reassessed the valve, gradient was zero and no pvl and effusion was noted. The patient was seen to have suspected coronary obstruction and underwent bypass surgery with impella. After that it was reported that the patient passed away. The physician mentioned the cause of death was complications post bypass and clotting issue. No additional information was provided.